Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. DHR device history records showed that there were no issues that would contribute to this complaint condition. The supplier¿s certifications indicate the correct hardness values were obtained. A me manufacturing evaluation was conducted and stated the measurable dimension is within print specification. This complaint is indeterminate from a manufacturing standpoint because the missing portion of the product makes physical dimensional verification impossible. A pdee product development event evaluation was performed and stated no design flaw was identified. Proper assembly of the instrument should prevent part failure. Placeholder.

Event description:
Consultant reported the black plastic inner sleeve of the persuader broke off inside the outer sleeve of the instrument during an l4 grade 2 spondylolisthesis procedure. There were no fragments to retrieve, no extension of time of the procedure. This is 1 of 1 for complaint (B)(4).